Event description:
It was reported the top button on the insulin pump was sticking, and sometimes it will go fast other times slow, then it won't work. Customer's blood glucose during the time of event was unknown, current was 13mmol/l. The up arrow was not working. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.